Event description:
It was reported by service report that the seat won't hold weight due to the legs/base frame seat section assembly being cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.